Event description:
The customer stated that she was hospitalized due to hyperglycemia. The customer reported that her blood glucose reading was over 600 mg/dl at the time of the event. The customer stated that the insulin pump repeatedly alarmed no delivery and that the batteries were only lasting one day. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.